Manufacturer narrative:
The customer reported that the wep telemetry system has intermittent signal loss on all telemetry device within 20 feet of the device. Whenever the antennas are moved, the unit experiences signal loss with the transmitter. The biomedical engineer tried moving the antennas in the back of the device with no resolve. The device was returned for evaluation. The unit was cleaned and evaluated. The reported problem of intermittent signal loss on all the telemetry devices within 20 feet of the device was not duplicated. Each receiver was tested and placed further than 20 feet. The unit was tested per the operator's/service manual. The unit completed 6 days of extended testing and operates to manufacturer's specifications. Additional testing on the device was performed. The wep system was tested for four hours with three transmitters. Two were on simulators and one on a nka technical services representative. One of the transmitters were left about 50-75 feet away from the wep, another transmitter at about 15-20 feet away, and the third being on an nka representative who roamed around freely within the 4 hours. No signal loss experienced on any device even when turning the antenna similar to how the biomedical engineer did. The problem could not be duplicated. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the wep telemetry system has intermittent signal loss on all telemetry device within 20 feet of the device.